Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/essure coil embedded into uterine fundus"), menorrhagia ("abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in an adult female patient (gravida 2, para 2) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device infective". The patient's past medical history included parity 2 ((B)(6) 1991, (B)(6) 1994). In (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), hormone level abnormal ("need for hormones"), adhesion ("adhesions") and scar ("scarring"). In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy/bilateral salpingectomy), surgery (novasure endometrial ablation) and surgery (tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, hormone level abnormal, adhesion and scar outcome was unknown and the genital haemorrhage had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adhesion, genital haemorrhage, hormone level abnormal, menorrhagia, pregnancy with contraceptive device, scar, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: per mr: the left tube is occlude with the coil covered in tissue in the cavity and the right tube is patent laparoscopy revealed, normal pelvic anatomy with essure coil embedded in the fundus the patient tolerated the procedure well without any complications. D&c for the 2009 miscarriage, did not receive treatment for second one. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: positive. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. Lab data added. Event heavy bleeding added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/essure coil embedded into uterine fundus"), menorrhagia ("abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient (gravida 2, para 2) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device infective". The patient's past medical history included parity 2 (B)(6) 1991, (B)(6) 1994). In (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), hormone level abnormal ("need for hormones"), adhesion ("adhesions") and scar ("scarring"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy/bilateral salpingectomy), surgery (novasure endometrial ablation) and surgery (tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, hormone level abnormal, adhesion and scar outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adhesion, hormone level abnormal, menorrhagia, pregnancy with contraceptive device, scar, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: per mr: the left tube is occlude with the coil covered in tissue in the cavity and the right tube is patent laparoscopy revealed, normal pelvic anatomy with essure coil embedded in the fundus the patient tolerated the procedure well without any complications. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: positive ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is medically confirmed. Reporter information was added. Event: abnormal bleeding (vaginal/menorrhagia) was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation of the essure device/essure coil embeded into uterine fundus') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device infective". The patient's medical history included parity 2 ((B)(6) 1991, (B)(6) 1994). Previously administered products included for an unreported indication: zoloft and oral contraceptive. In (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), adhesion ("adhesions") and scar ("scarring") and was found to have hormone level abnormal ("need for hormones"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain ("pain in my left side that gets worst during pms") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (novasure endometrial ablation, tubal ligation and hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, hormone level abnormal, adhesion and scar outcome was unknown and the genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adhesion, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, scar, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: per mr: the left tube is occlude with the coil covered in tissue in the cavity and the right tube is patent laparoscopy revealed, normal pelvic anatomy with essure coil embedded in the fundus the patient tolerated the procedure well without any complications. D&c for the 2009 miscarriage, did not receive treatment for second one. Patient experienced another pregnancy which was captured in case no (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: results: positive. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation of the essure device/essure coil embeded into uterine fundus') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device infective". The patient's medical history included parity 2 ((B)(6)1991, (B)(6)1994). Previously administered products included for an unreported indication: zoloft and oral contraceptive. In (B)(6)2007, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), adhesion ("adhesions") and scar ("scarring") and was found to have hormone level abnormal ("need for hormones"). In (B)(6)2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding") and pelvic pain ("pain in my left side thats gets worst during pms"). The patient was treated with surgery (novasure endometrial ablation, tubal ligation and hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, hormone level abnormal, adhesion, scar and pelvic pain outcome was unknown and the genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adhesion, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, scar, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: per mr: the left tube is occlude with the coil covered in tissue in the cavity and the right tube is patent laparoscopy revealed, normal pelvic anatomy with essure coil embedded in the fundus the patient tolerated the procedure well without any complications. D&c for the 2009 miscarriage, did not receive treatment for second one. Patient experienced another pregnancy which was captured in case no 2020-023896 diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: results: positive. Hysterosalpingogram - in (B)(6)2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New event pain in my left side that gets worst during pms and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation of the essure device/essure coil embedded into uterine fundus') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device infective". The patient's medical history included parity 2 ((B)(6) 1991, (B)(6) 1994). Previously administered products included for an unreported indication: zoloft and oral contraceptive. In (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), adhesion ("adhesions") and scar ("scarring") and was found to have hormone level abnormal ("need for hormones"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain ("pain in my left side that gets worst during pms"), genital haemorrhage ("heavy bleeding") and premenstrual syndrome ("premenstrual syndrome"). The patient was treated with surgery (novasure endometrial ablation, tubal ligation and hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, hormone level abnormal, adhesion, scar and premenstrual syndrome outcome was unknown and the genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adhesion, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, premenstrual syndrome, scar, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: per mr: the left tube is occlude with the coil covered in tissue in the cavity and the right tube is patent laparoscopy revealed, normal pelvic anatomy with essure coil embedded in the fundus the patient tolerated the procedure well without any complications. D&c for the 2009 miscarriage, did not receive treatment for second one. Patient experienced another pregnancy which was captured in case no (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: results: positive. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: pms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event :pms were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device infective". In (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), hormone level abnormal ("need for hormones"), adhesion ("adhesions") and scar ("scarring"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2015, pelvic surgery to try and alliviate her symptoms). At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, hormone level abnormal, adhesion and scar outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adhesion, hormone level abnormal, pregnancy with contraceptive device, scar and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.